Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches, dizziness, dry throat and eye pressure pain. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to be experiencing headaches, dizziness, dry throat and eye pressure pain. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found contamination inside the device from dust/dirt. There was no evidence of foam particles or degradation. The device was scrapped. In the previous report, the manufacturer reported the date of the event as 10/15/2021. The date of the event should have been reported as 10/14/2021. The manufacturer has updated section b in this report. The manufacturer has updated section h in this report.